Event description:
Per dealer, claims that the fluid pad seams are rolling and will not lay flat. The dealer is alleging that this has caused the end user to develop a stage 2 pressure sore in the buttock region.

Manufacturer narrative:
It appears that the wheelchair and/or parts involved in this incident are being returned to sunrise medical (us) llc. If and when the chair/parts are received, our internal failure investigator will complete the investigation and a follow up report will be filed.